Manufacturer narrative:
The unit passed displacement test and self test. The unit downloaded properly in carelink however, multiple error alarms noted in alarm history screen. Error alarms noted due to corrupted history files. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer was receiving no delivery alarms on her insulin pump. Her blood glucose was unk at the time of reporting. The insulin pump is being replaced. No add'l info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.